Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. It was noted that the rate histogram and percentage pacing data had been cleared. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.